Manufacturer narrative:
(B)(4). (B)(6). The device was manufactured (B)(6) 2015. The device was received for evaluation. Visual inspection revealed that the bladder was ruptured. Microscopic inspection revealed a marking located on the interior surface of the bladder near the rupture line. The reported condition was verified. The cause of the condition was not determined. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the bladder of a large volume infusor ruptured during infusion. There was no patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
(B)(4). A CAPA has been opened to address this issue. Should additional relevant information become available, a supplemental report will be submitted.